Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 2648988-2021-00018, 9612007-2021-00038, 9612007-2021-00039. A facility reported that the hermetic lumbar catheter (ins5010) was used for a lumbar drain procedure and patient developed cerebrospinal fluid (csf) leak and infection. Sutures were applied, laboratories and vital signs were stable. Patient was discharged and readmitted to another facility within 24 hours and lumbar puncture showed enterococcus in csf, altered mental status (ams) and patient on antibiotics.

Manufacturer narrative:
Hermetic lumbar catheter (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed. Lot number information has not been provided, thus device history record (DHR) could not be reviewed. The customer did not report any observable product defect prior to the procedure. No information regarding insertion procedure was provided; however, csf leak at the insertion site and enterococcus infection were reported. Therefore, based on our evaluation, the most probable cause for the reported condition (leak/infection) is procedure related. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.